Event description:
Originally this report was described as follows; the cusa excel 36khz straight handpiece was connected and started fine. During the case, the handpiece failed. On (B)(6) 2013, additional info changed this complaint to an MDR. The following was provided; the pts' age and gender. The surgery was a craniotomy and the unit failed two hours into the procedure. There was a delay of 45 mins and the pts was under the effects of anesthesia when the cusa failed. The surgeon was able to perform the surgery with alternative methods successfully. There was no injury to the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.